Event description:
It was reported that an asymptomatic and pacer non-dependent patient presented in clinic for routine checkup. Review of the stored electrograms revealed a notification from the device on (B)(6) 2017. Non-sustained right ventricular oversensing due to far p wave oversensing was observed on the pacemaker. The secure sense was set to passive. No intervention was performed. The patient will continue to be monitored.